Event description:
It was reported the patient experienced incisional pain and sent a remote wireless transmission. It was found that the right ventricular (rv) lead exhibited high and a progressive rise in thresholds. A chest x-ray was performed with normal and stable lead position. The rv lead will be monitored and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: ddbb1d4 ICD (B)(6) 2014. (B)(4).